Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. (B)(4). Summary of investigational findings: investigation is solely based on description of event, which states that the product was used with a dlt (double lumen tube). According to attached complaint form, the rep. Made the customer aware that the frova introducer is designed for placement of a single lumen tube - and not a double lumen tube as reported in this case. Intended use: the 14.0 french frova intubating introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger. Note: do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: customer said the product broke and some pieces remained in the patient. Rep spoke afterwards with the anesthesiology nurse. They used the product with a dlt. The rep pointed out to the customer explained that in the IFU, it mentions that it is not intended for use with a dlt. Additional information received (B)(6) 2012: "they had difficulties during placement of the dlt and used a frova with success. After the placement they always check with a bronchoscope if the position is in the correct way of the dlt. During this inspection, they found some small parts of the frova catheter in the lungs. Cook knows that in the dlt is a sharp edge with can damage the frova and other instruments. They didn¿t read the IFU in front. Pulmonologist came in consult to remove the parts with a bronchoscope. Delay of starting up the or for a trans thoracic esophagus resection. Afterwards no perceptible complaints related to the use of the small parts of frova. They called cook at the (B)(6), 6 days later, action of cook included me directly that same they in one hour. Pointed them to the IFU and the message in it "not intended to use in combination with a double lumen tube." Told them also that a lot of instruments included the fiberscope has a high risk of damaging by the sharp edge in a dlt. Because you always check after placement by bronchoscope the dlt position and in this case the frova is blue, so that¿s the reason why they notice. If you use another transparent catheter you won¿t notice/see. If you remove the bronchoscope you never look during pulling back, so you won¿t see the black pieces which will come of in some cases. In fact it¿s a complain for the company who is making the dlt¿s." Patient outcome: pulmonologist came in consult to remove the parts with a bronchoscope. Delay of starting up the or for a trans thoracic esophagus resection. Afterwards no perceptible complaints related to the use of the small parts of frova. Complainant has not reported any adverse effects on the patient due to this occurrence.